Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "I know someone who had this done. Insurance did not cover it. She paid (B)(6). For both knees....did not work for her she is still suffering".